Manufacturer narrative:
Malfunction was reported. The ams800 cuff was visually inspected and functionally tested. There was a leak in the cuff shell that was the result of wear at the corner of a fold. The ams800 control pump was visually inspected. No leak was found. The pump was not functionally tested due to contamination and cuff leak. The ams800 pressure regulating balloon was visually inspected and functionally tested. No leak was found. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient ams 800 artificial urinary sphincter (aus) had fluid leak in the system. The entire aus system was removed and replaced with a new one. No further issues were reported in relation to this event. Additional information received stated that he fluid leak from a pin size hole in the cuff. The patient was in good condition post surgery.

Event description:
It was reported that the patient ams 800 artificial urinary sphincter (aus) had fluid leak in the system. The entire aus system was removed and replaced with a new one. No further issues were reported in relation to this event. Additional information received stated that he fluid leak from a pin size hole in the cuff. The patient status post procedure is good.